Event description:
Device malfunction: none. Symptoms/ae: bradycardia and hypotension. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient experienced symptomatic hypotension. Dopamine IV was started. During the night post procedure, the patient became bradycardic with rates as low as 35 bpm. Three doses of atropine were given. Two days post procedure, the dopamine was discontinued and the patient was started on midodrine. Reportedly, at some point during the hospitalization, the patient was going through delirium tremens (dts). Additionally, it was reported that the bradycardia may have been due to a combination of medications the patient was taking for bipolar disorder and not from the stenting procedure. Some of the medications were changed. Seven days post procedure, the bradycardia and hypotension resolved and the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Bradycardia and hypotension are known possible adverse events as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.